Event description:
N/a.

Manufacturer narrative:
Additional information: e1 [event site postal code: (B)(6), event site state: (B)(6)]. The getinge field service engineer (fse) that encountered the reported issue during the routine check, replaced the power supply to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications and the iabp was then released and cleared for clinical service.

Event description:
It was reported during a routine check the cs300 intra-aortic balloon pump (iabp) unit not switching on. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.